Manufacturer narrative:
(B)(4). No device associated with this report was received for examination.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient being revised for suspected loose tibial tray component. Attune tibial tray was found to be grossly loose with no cement adherence to the back of the implant. There was also pitting on the poly insert. Patient was revised to an attune fb revision tray and stem and a new 20 mm poly insert. Tibial tray loosening at the cement to implant interface. Cement is a depuy product. No further patient information available. Doi: (B)(6) 2015. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however it did not relate to instability. Total for lot number: 2 (pc-000127183, pc-000222833). H10 additional narrative: corrected: h6 (patient). Patient code: no code available (3191) to capture surgical intervention.

Manufacturer narrative:
UDI: (B)(4). (B)(4) was used to capture medical device removal.